Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted blood visible on the balloon and shaft, and contrast on the hypotube, which is consistent with handling. The stent was dislodged from the balloon and was returned inside the orange protective sheath, confirming the reported information. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The stent outer diameters and inner diameter of the protective sheath were measured and met manufacturing criteria. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the 3.5 x 8 vision stent came off the balloon during preparation when the orange protective cover was removed from the device. The stent was inside the orange cover when it came off. There was no pt involvement. Another vision stent of the same size was used without further incident. There was no additional information provided.